Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. After receiving a cycler alarm, when he opened the cassette door there was fluid coming out of the cassette door. He was advised to contact his pd nurse. The set has been retained for evaluation. During follow up his pd nurse reported that the patient was fine. He was not prescribed any prophylactic antibiotics. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.